Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6). The end users father states that the head tube bolt are constantly breaking.